Event description:
Additional information was received indicating that the patient experienced congestion one month after their vns implant, which has now progressed to aspiration pneumonia. The patient's physician indicated that the believed cause of the vocal cord paralysis is vns stimulation, and that the believed cause of the patient's congestion is vns stimulation and vns surgery. The patient's vns settings and diagnostic history was provided by the physician. No other relevant information has been received to date.

Event description:
After further assessment, the reported vocal cord paralysis was concluded to be due to vns stimulation.

Event description:
It was reported that the patient was seen by an ent and it was found that their left vocal cord is paralyzed due to the vns. The plan is to disable the patient's device. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.